Manufacturer narrative:
Based on the limited information available, it is not known what role, if any, the lava ultimate crown played in the reported outcome. Other factors, such as prior tooth history or dental techniques, may have played a role in the need for extraction.

Event description:
On november 28, 2016, a dental professional reported that a patient (age and gender not provided to 3m) required extraction of tooth #15. This tooth had received a 3m espe lava ultimate cad/cam restorative for e4d crown on (B)(6) 2016, because the tooth had undergone root canal therapy. At some point, the crown debonded and decay was noted beneath; on (B)(6) 2016, the tooth was extracted.